Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that no troubleshooting or interventions were performed; the patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right atrial (ra) lead exhibited impedance measurements of less than 200 and no sensing. No adverse patient effects were reported. The device remains in service.